Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. A faulty patient circuit board set was found causing the no image issue. The software version needed upgrading. The main switch was found to be an older version. The unit was tested and passed the electrical safety test. No other issues were found during the inspection. No additional information has been obtained. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that they are not getting a picture with a camera. They tried different cameras and different pigtails. The issue occurred during preparation for a procedure. No patient injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the equipment was delivered more than seven years ago, and that it was caused by the aging of some device on the ap substrate.